Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported with the wrong MFR #. The initial report should be voided as it was submitted in error. Event will be reported in 0002648920-2018-00013.

Manufacturer narrative:
(B)(4). Medical product: unknown zimmer femoral, cat#: unknown lot#: unknown, unknown zimmer tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06942, 0001822565-2017-06943, 0001822565-2017-06944. Remains implanted.

Event description:
It was reported that the patient is experiencing pain after a knee arthroplasty procedure. Attempts have been made and no further information has been provided.